Event description:
It was reported that the patient's entire system was explanted due to infection from the surgery. The patient had the system implanted a week. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).